Manufacturer narrative:
It was reported that on (B)(6) 2023, a drain broke while removing from a patient. It was reported the entire drain was able to be removed from the patient. No additional details were provided at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Drain broke during removal.